Event description:
I was switched to the freestyle libre 3 glucose sensor to control my diabetes in august 2024. Since that time the sensors which are to last 10 days have failed consistently anywhere from 3 to 10 days. I have sent all these sensors back to the manufacturer, abbott. I am concerned that since these sensors fail so frequently that they may also be giving me false readings. I believe abbott should be required to recall all these defective products. Ref reports: mw5162734, mw5162736.